Event description:
After 2+ months of implantation, this pacemaker was explanted because of a pocket infection.

Manufacturer narrative:
This device sold and labeled as sterile was manufactured, sterilized and released according to applicable standard operating procedures. In addition, the returned device was submitted to the electrical test which is performed at the end of manufacturing process; no anomaly was observed regarding pacing and sensing features. Moreover, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature.